Manufacturer narrative:
(B)(4). It was reported during follow up that on (B)(6) 2015, extraneal therapy was discontinued and the patient had not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The infection was manifested by abdominal pain and ¿poor general status.¿ it was reported that the patient was hospitalized on the same day as diagnosis for an unreported indication. The patient was treated with vancomycin (intraperitoneally, for 2 weeks, dose and frequency not reported) for the infection. The patient was discharged one day after hospitalization and it was not reported if they had recovered from the infection. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.